Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to high blood glucose. The cause of death was still unknown but a heart attack was suspected. The caller stated that the customer had no known illnesses that may have led to the customer's passing. The customer¿s blood glucose was 518 mg/dl at the time of admission. The customer was wearing the insulin pump at the time of death. The caller was unsure if the customer was using sensors. The caller also mentioned the customer was doing methamphetamines. The actual pump worn at the time of passing was unknown. The caller declined to return the insulin pump for analysis. Frn- model unknown ¿ reservoir.